Event description:
Customer reported the generation of two (2) false high sodium (na) patient results on their unicel dxc 600 pro synchron system. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics.

Manufacturer narrative:
A beckman coulter customer technical support (cts) specialist assisted customer troubleshoot over the phone. Issue was not resolved over the phone. The customer requested service from their third-party provider. The customers third-party service provider replaced the carbon bridge to resolve the issue. No further issues were reported. Section a2, a4, and a5: information not provided by customer. Section h6: component code 4756 is used for the carbon bridge. The beckman coulter identifier is (B)(4).